Event description:
It was reported that the subject stent would not open during procedure, there was a two minutes surgical delay. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the subject stent would not open during procedure, there was a two minutes surgical delay. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3: device evaluated by mfg ¿updated. D9: product available to stryker ¿ updated. D9: returned to manufacturer on ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received deployed within the lumen/hub of an echelon-10 microcatheter. The introducer sheath and stent delivery wire (sdw) were returned. The stent was unable to be removed from the microcatheter without causing additional damage. All 3 marker bands were present on the proximal end of the stent. The stent was deformed. The introducer sheath distal tip was found to be intact. The sdw was kinked/bent at approximately 8cm and 33cm from the distal end. A functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'stent failed/unable to open' could not be replicated as the stent was returned in a deployed state, however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the tortuosity of the patients anatomy was described as 'medium'. It was reported that 'device wouldn't open'. The stent was returned for analysis in a deployed condition inside the proximal section of the microcatheter. Part of the stent was also present inside the microcatheter hub. It was not possible to remove the stent without causing additional damage. It was noted that the distal (open cell) end of the stent was deformed. The introducer sheath was returned for analysis and was undamaged. The stent delivery wire (sdw) was returned and was noted to be kinked/bent. Excelsior sl-10 and xt-17 are the recommended microcatheters to use when delivering a neuroform atlas stent, because the internal hub profile of both these microcatheters are an exact match for the external profile of the distal tip of the atlas introducer sheath. This is not the case for echelon-10. Precise placement of the introducer sheath is critical when using an echelon-10 microcatheter. In this instance there was no deformation noted to the atlas introducer sheath distal tip opening. This indicates that the sheath was not advanced too far distally. If the rhv vent cap is not sufficiently tightened, it is possible for the sheath to experience minor inadvertent proximal movement after it has been correctly positioned inside the rhv/microcatheter hub. Proximal movement of the sheath in the hub would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the stent into and through the microcatheter, resulting in possible damage to the stent and sdw. This is one possible explanation for why the user reported that the stent wouldn't open. Upon realizing this, it appears that the user then retracted the stent back to the proximal part of the echelon-10 microcatheter. During this action, as the stent begins to transfer into the moulded hub of the microcatheter, the distal bumper of the sdw can slip through the stent, leaving part of the stent deployed prematurely inside the proximal section of the microcatheter. This is one possible explanation for the findings and the available information relating to this complaint. The as reported 'stent failed/unable to open' as well as the as analyzed 'stent deformed', 'sdw kinked/bent', 'stent deployed prematurely during use' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural factors during use.